Manufacturer narrative:
Initial.

Event description:
It was reported that after starting ilet use, the user experienced multiple issues with infusion sets and the connector, including an instance where the connector leaked and insulin entered the ilet chamber with a wet spot noted at the clip location; the needle in the connector was reportedly not bent, the user had reused connectors, and a full supply change resolved elevated glucose, with device alerts observed. Symptoms included hyperglycemia and malaise. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fluid leak associated with a seal issue at the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.